Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds.

Event description:
It was reported that the pump had a loss of signal to the sensor and that the pump turned off resulting in insulin terminating. Consequently, the customer experienced a high blood glucose that led to hospitalization. Reportedly, the customer's blood glucose was over 180 mg/dl. The customer also experienced mixed hyperosmolar and partial ketoacidosis derailment during an infection while hospitalized. No additional information on the type of treatment received and duration of stay at the hospital were provided. Reportedly, during troubleshooting it was found that the customer had received an auto off alarm prior to the pump shutting down. The auto off alarm feature was edited to an increased number of hours to prevent the recurrence of this event. During the follow-up, the customer reported that everything was fine as the issue had been resolved. No further details were provided.